Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was leaking. The following information was provided by the initial reporter:material no: 2426-0500 , batch no: 2002327. It was reported the tubing was leaking.

Manufacturer narrative:
It was reported the tubing was leaking. Received from the customer was one unopened unused set model 2426-0500, lot 20023273. Note: incident set was not returned for investigation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed during visual inspection. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned disposable set allowing fluid to flow through the set via gravity. The set primed completely with no separation, leaking, or other issues observed. The sets were then loaded into a lab pump module and was programmed at a rate of 100ml/hr and vtbi of 100ml. The infusion completed with no leaks or alarms observed. The set was pressure tested up to 30 psi per IV disposable leak test dir # (B)(4). A closed stopcock was attached to the end of the male luer of the primary set. No leaks or separation were observed during testing. Equipment used (testing performed 4-sep-20). - 8015 alaris pcu 1.5, eq10291, calibration due date: 20-mar-21. - 8110 alaris syringe module, eq08475, calibration due date: 12-aug-21. Device history record for model 2426-0500 lot 20023273 shows that the set was manufactured on 28 february 2020 with a total of (B)(4). There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s report of the tubing set was leaking was not confirmed as the suspect set was not returned for investigation and leaking was not observed on the returned set. No issues were observed on the new unopened set during visual and functional testing. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was leaking. The following information was provided by the initial reporter:material no: 2426-0500. Batch no: 2002327. It was reported the tubing was leaking.